Event description:
It was reported by a customer in the USA that an 840 ventilator had an erratic upper display. There was no reported pt involvement.

Manufacturer narrative:
The customer informed covidien that they had replaced a graphic user interface (gui) printed circuit board (pcb) due to an erratic upper display. The covidien customer support engineer (cse) added the software to new cpu, and performed all calibrations, extended self-testing (est), short self-tests (sst), and performance verification testing (pvt). The unit passed all required performance tests and it was operating within the manufacturing specifications. (B)(4).